Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion seal was delaminated and the 'select' key on the keypad was damaged. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. There were no previous services reported. During visual inspection it was found that the downstream occlusion (dso) seal was degraded. The dso seal was replaced. The device then passed all tests after repair.